Event description:
It was reported the patient had an infection in their device pocket and along their catheter track. It was unknown what type of infection the patient had and cultures were not taken. It was necessary for antibiotic treatment. The onset/diagnosis date of the infection was "about (B)(6)." The catheter and pump were explanted. The healthcare professional (hcp) "suspects there may be a catheter fracture" and would like the catheter segments analyzed. There were no segments of the catheter in the intrathecal space and the infection was slowly resolving. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
Analysis of the catheter found the catheter body was broken. Additionally, catheter body damage occurred to the catheter body and-or guidewire during the implant procedure. Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.